Event description:
It was reported that during a follow-up appointment 7 months post arthroscopic knee surgery using a tristar 50 wand, the doctor discovered there was a foreign object in the knee. The doctor was performing an x-ray for a post-operative check, when the foreign object was detected. The doctor alleges that it might be a piece of the screen from the tristar 50 wand, however the origin of the object is unconfirmed at this time. The pt has not had any pain or irritation in the knee since the procedure, so the doctor has not removed the piece at this time.